Event description:
The daughter of a (B)(6) male pt contacted zoll customer support to report that the screen on the pt's charger/modem was changing from blue to white. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (screen changes from blue to white) was confirmed. As received, the battery charger was resetting. The cause of the battery charger resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective battery charger/modem. The pt was issued a replacement battery charger/modem.